Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the pvi procedure, it was noted that the contact force value changed from 50 grams to 70 grams while ablating the left pulmonary vein at the left atrium. Contact force information disappeared and the signal appeared purple. A message was displayed as a prompt to connect the tactisys to the catheter. The connection was checked and the tactisys was exchanged with no resolution. The tacticath se ablation catheter was exchanged to a tacticath se catheter from a different lot, with no resolution. The tacticath se catheter was then exchanged to a flexability catheter and the procedure was completed with no adverse patient health consequences. Log files are not available.